Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd (B)(4) plunger was difficult to move. This occurred on 25 occasions. The following information was provided by the initial reporter: when using a 2oml syringe, the customer found that the resistance is extremely large and cannot be pushed.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2003202. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through analysis of the sample, high sliding force for the plunger rod was apparent. It has been concluded that this defect resulted from an improper injection in the barrel filling phase. If there is a particle in the mold, it could affect the internal wall of the barrel, and in extreme cases, cause functionality problems. This type of defect could be perceived by the customer as a melted area within the barrel and the consequence would be irregular sliding of the plunger rod component. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china plunger was difficult to move. This occurred on 25 occasions. The following information was provided by the initial reporter: when using a 2oml syringe, the customer found that the resistance is extremely large and cannot be pushed.